Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level and incorrection of infusion set cannula on 10-jul-2024. Infusion set was used for 1 day. Blood glucose level was 350 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).